Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 184 mg/dl. The customer stated that she had a lot of problems with her pump. The customer stated that she received no delivery alarms while delivering a bolus. The customer was advised that recurring no delivery alarms may be due to site, set or reservoir issues. The customer stated that she had tried different cannula lengths. The customer stated that the insulin is not expired or denatured. The customer stated that she does rotate sites and avoid scar tissues. The customer was advised to avoid bending the tubing where it connects to the reservoir. The customer will speak to her health care provider regarding the no delivery alarms.